Manufacturer narrative:
Investigation summary impella cp sn (B)(6) + pc returned for evaluation. No issues were found on the returned product. Arrhythmia, ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1968141. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient presented with st elevation myocardial infarction and severe coronary artery disease. On impella cp support day three, it was reported that the previous day the patient experienced multiple ventricular tachycardias (vt) that required electrical shock and subsequent intubation. The medical team suspects the vt was caused by levosimendan, which was discontinued, and the patient's condition has since improved. The impella was noted to have been running well at p7, which was adjusted down due to suction issues. The patients¿ left ventricular ejection fraction (lvef) was noted as very poor but showed a slight improvement with impella support. Escalation to an impella 5.5 was being considered, and the medical team planned to discuss this option further with cardiovascular surgery. On impella cp support day five, the patient developed a cold leg below the impella insertion site. It was noted that the patient was on a high dose of catecholamine. The medical team decided to escalate the patient to an impella 5.5. The impella 5.5 was successfully implanted, and the impella cp was explanted with no complications reported. After the impella cp was removed, the mal perfusion of the right leg was resolved. It was noted that the patient remained in critical condition. The patient remained on impella 5.5 support for 11 days awaiting surgery for a durable left ventricular assist device with no complications reported. The device was explanted successfully after weaning. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway.